Event description:
Follow up reported the patient was fine and receiving good therapy. Further follow up noted the patient still had concerns with their device or therapy but they were working with their doctor or representative. An appointment was noted for (B)(6) 2013. It was unclear whether or not the patient was having concerns with their device or therapy due to previous report of the patient being fine and receiving good therapy.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) had moved sideways and did not hold a charge. It was noted that after a revision in (B)(6) 2013, the ins was giving a ¿stronger pulse¿ and was holding a charge. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the stimulator was not noticing which position the patient was in. When the patient is upright it is recognizing it as laying left. It was noted the patient had lost a lot of weight and the device appeared tilted at about a 45 degree angle. The patient had done reprogramming and re-orientation. After re-orientation it recognized the laying down position but when they stood up again it read laying left. Follow up reported they reset the orientation and reprogrammed the patient. It was noted that surgical intervention was planned but the date was not determined yet. It was noted the patient was in manual mode until the surgery was scheduled. Follow up reported the pocket revision was done. Further follow up reported based on initial programming post-operatively the patient was doing well.

Manufacturer narrative:
See manufacturer report 3004209178-2015-07390 for information regarding the patient's foot pain and explant.

Event description:
Additional information received reported that therapy was great since battery pocket revision. Additional information was requested but was not available at the date of this report.